Event description:
It was reported that over the last months the patient experienced increased urinary incontinence with his artificial urinary sphincter (aus). The patient underwent surgery and urethral atrophy was identified. All components were removed and replaced. There were no further patient complications.

Manufacturer narrative:
The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.